Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 3.0x38mm ion stent delivery system (sds) was advanced, when it was pulled back it was noted that the proximal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).